Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead/distal conductor distorted within is-1 connector pin/over-rotation. These things prevented the helix's extension and retraction.

Manufacturer narrative:
Concomitant products: 4558m53, lead, implanted: (B)(6) 1995; 4058m58, lead, implanted: (B)(6) 1995.

Event description:
It was reported that a lead warning triggered due to low impedance on the right ventricular (rv) lead. The lead was capped and replaced. During the lead revision, the replacement lead was attempted, not implanted as it kinked due to stenosis in the superior vena cava (svc) and they were unable to extend the screw. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.